Event description:
Customer reports an occurrence of peritonitis that resulted in death. The dr. Cannot directly link the peg to the cause of death (pt was in bad shape to begin with) but established leakage. No further info was given.